Event description:
Customer received a false negative result for total psa. The primary sample tube was from terumo, 5 ml serum without separating gel and the first total psa result was less than the detection limit of the test. The free psa result was 1.60 ng per ml. As the total psa result didn't fit with the free psa result, the customer reran the total psa and a result of 5.4 ng per ml was generated. No info was provided to determine which result was reported or if the pt was adversely affected. If add'l info is received, appropriate notification will be provided.